Manufacturer narrative:
Device analysis: the orbital atherectomy device (oad) was received without the original guide wire or saline line. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. The driveshaft exhibited dried biological material adhered just proximal to the crown. Examination of the driveshaft and crown in this area did not reveal any damage that would have contributed to the biological material accumulation. An in-house 0.014" test wire was loaded through the driveshaft and handle assembly without resistance. The oad was then tested using an in-house saline pump and spun at low, medium and at high speed with no abnormalities observed. The outside diameter of the crown was measured and met the drawing specification. At the conclusion of the failure analysis investigation, the root cause of the as reported complaint (device would not get up to speed) could not be determined. Biological material was identified on the driveshaft; however, the oad was within specification and performed as intended. Furthermore, the root cause of the adverse event (av fistula) also could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, it was noted that a csi orbital atherectomy device (oad) was not reaching full speed and could not cross the lesion. Furthermore, an arteriovenous (av) fistula was created while trying to cross the lesion using the oad. The target lesion was a cto lesion that was 3cm in length and was located in the anterior tibial (at) artery. There were other focal lesions located in the superficial femoral artery (sfa) and posterior tibial (pt) artery. The physician used a 6fr introducer sheath from an antegrade approach to access the lesions. He first successfully treated the sfa using a csi 1.50 oad. Due to the presence of dissection and heavy calcium, he then deployed a stent in the sfa. He advanced the 1.50 oad to the at artery, but was unsuccessful crossing the lesion. He tried to spin the oad through the lesion, but again was unsuccessful. He removed the 1.50 oad and exchanged it for a 1.25 oad. His attempt to cross the lesion in the at artery with the 1.25 oad was also unsuccessful. He removed the oad and angiography revealed a dissection and an av fistula in the at artery. He then deployed a 3 x 30mm integrity bare metal stent and a supera drug-eluting stent to resolve the av fistula and dissection. He made one final attempt to cross the at lesion using a 2mm balloon, but was unsuccessful. The patient status remained stable throughout the procedure.